Event description:
It was reported the patient¿s device was changed to program 4. It was stated they were not able to increase. The reporter turned the stimulation on and then was able to make the adjustment and the issue was resolved. It was noted the patient had problems with the stimulator since implant and the patient was not getting good relief from their symptoms. Reportedly the patient was feeling stimulation but it was stated the device was not working at all since one week post implant. The patient had an x-ray and it was confirmed the lead was still in place. It was later reported the cause of the event was unknown. It was stated an MRI, x-ray or CT scan on (B)(6) 2013 showed no changes in placement and complex reprogramming was done the same day and it was at a high level of program 3 at 3.5 volts. It was noted the patient was getting proper sensation. The patient did not require hospitalization and their outcome was reported as no injury.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va09vsa, implanted: (B)(6) 2013, product type: lead. (B)(4).